Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number: (B)(4)) found that it was functionally okay and had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the patient was having trouble with recharging their battery. The patient doesn't sit still for very long and they like to walk around while charging. The coupling was confirmed intraoperatively on (B)(6) 2019 with a sterile sleeve to test connection and all 8 coupling boxes were captured on the recharger. The patient and their husband were educated on the recharging process by the rep on (B)(6) 2019. All 8 boxes were easily captured during the charging session and battery voltage was reading 75% at the time. The issue remained unresolved. The patient decided to have the rc ins explanted and had a pc ins implanted. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) indicating the patient decided the rechargeable battery did not fit their lifestyle and opted to have it replaced with a pc on (B)(6) 2019. The rc was interrogated in the pre-op area and found to be fully charged and the patient's symptoms were very well controlled.